Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and also had a stuck button alarm. The customer was unable to clear the alarms due to the button issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the all keypad buttons did not respond to keypad presses due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify pump error 23, 49, 68 alarms due to the keypad anomaly.